Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient was seen for programming the week prior, but it did not help. They were scheduled for another reprogramming the week of the report. It was reported that the healthcare provider would have no further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the information had been confirmed with the account (hcp). No further comp lications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient felt a tug or pop in their back and, since then, felt that the stimulation was not as effective. The rep stated that impedances were within normal limits and the healthcare professional was going to review x-rays. It was noted that the issue was not resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that yes, there was a decrease in therapeutic effect.  A lead revision was done - moving the leads back into place.  The decrease in effect still had not resolved. No further complications were reported/anticipated.